Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the debris lodged in-between the handle body and the activation button. The device showed evidence of use. Functionally, using a test lab generator and battery, the assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested and found that the device could be activated without fully compressing the activation button. Additionally once the device was fully activated it would remain activated without any external pressure/interaction to the activation button. The device was also activated with the jaws closed and submerged in glycerin bath at the single functioning power mode with acceptable results. It was reported that there was a latch on and self activation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: recommended use, inadequate torquing during assembly, component¿s geometry and/or positioning on waveguide is out of specification, and/or assembly positioning and tolerances bias torque adaptor against proximal wall of inner torque nozzle during use increasing friction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after about 3-4 hours have passed since the start of the operation, even when the output button of the device was released, the button did not return and continued to output. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during endoscopic (rectal amputation) surgery, after about 3-4 hours have passed since the start of the o peration, even when the output button of the device was released, the button did not return and continued to output. There was an inadvertent or unintentional pushing of the activation button. It did not burn the patient. Replaced with another device and continued the procedure. There was no patient injury.